Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the (B)(4) study that the left ventricular (lv) lead had an elevated threshold that had risen suddenly. The lv lead remains in use. No patient complications have been reported as a result of this event.